Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 10/03/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that on the morning of (B)(6) 2013, the patient received multiple ¿loss of prime¿ alarms with the reported pump and insulin cartridge. The patient noted there was no damage to the cartridge and it was secure to the infusion set. The patient obtained the blood glucose reading of 509 mg/dl and experienced the symptoms of frequent urination, headache and sweating. The patient did not seek any medical attention. Troubleshooting revealed the patient¿s technique was incorrect and he was not using the cartridge per manufacturer¿s instructions for use, in that the patient was not cycling the new insulin cartridge and was using refrigerated insulin. The technical service representative talked the patient through the correct cartridge change and the patient was able to give himself a correcting bolus dose of insulin via the pump. The issue was resolved. There was no evidence the pump was not functioning appropriately. The patient¿s cartridge filling technique and insulin handling were incorrect, both of which can contribute to under infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.